Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history did not show any evidence of a load step malfunction. With testing, the pump powered on normally. Investigation was unable to adequately investigate the reported load step malfunction due to a rewind step malfunction. The pump was opened for investigation and there was no evidence of damage, defect or contamination of the pump's interior components. The force sensor resistance was evaluated and found to be within specifications. The audio bolus button was noted to be partially detached from the pump was tested and found to be fully operational. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump.